Event description:
It was reported that the patient's device was not producing oxygen. It was noted that the device was displaying the low oxygen error message. As a result, the patient was hospitalized. No further information is available. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3: date of event is estimated. The return reason of oxygen error is confirmed since feed waste manifold fail due to valve stuck and zeolite dust is observed in the manifold.